Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the adc device. The customer reported an unspecified low reading with the adc device, and subsequently experienced a loss of consciousness. The customer reported self-treating with honey provided by third-party. The customer additionally reported having contact with a healthcare professional where a healthcare meter result of 184 mg/dl was obtained as compared to sensor reading of 46 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer diagnosed with hyperglycemia and reportedly treated with both insulin (dose/type unknown) and glucose. There was no report of death or permanent injury associated with this event.